Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter needle had pierced through the cover. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2020, the pregnant woman produced and used the closed venous indwelling needle in our hospital. During the use, the needle was found to be out of the needle cap and could not be used normally. The nurse immediately replaced the needle cap after the discovery, and no serious adverse reactions were caused by re-puncture."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1111465. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter needle had pierced through the cover. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2020, the pregnant woman produced and used the closed venous indwelling needle in our hospital. During the use, the needle was found to be out of the needle cap and could not be used normally. The nurse immediately replaced the needle cap after the discovery, and no serious adverse reactions were caused by re-puncture."